Event description:
It was reported that the patient deceased. The cause of death was cardiac pump failure. There is no known allegation from a health care professional that suggests that the death was device related. The patient was in hospice for severe heart failure. The patient had problems with gout in his arm. The patient had past history of abdominal aortic aneurysm, benign prostatic hyperplasia, cancer, congestive heart failure, dizziness-light headedness, glaucoma, heart failure, hypertension, left inguinal hernia, non-ischemic cardiomyopathy, orthostatic hypotension, paroxysmal atrial fibrillation, skin cancer.